Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had atrial fibrillation (af) with fast conducted rates. Two episodes were recorded with inappropriate shocks delivered due to the rate being in the shock zone. Medication was administered to the patient due to the high rate. No programming changes were made at this time. No adverse patient effects were reported.